Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, an image and photos were provided for review. The investigation of the reported event is currently underway. (Expiration date: 01/2025).

Event description:
It was reported that during a vena cava filter placement procedure in right lower extremity, the filter was inserted into sheath and dilator over the guidewire using radiography. The patient was reported to be 70 years old female diagnosed with tumor due to right lower extremity deep venous thrombosis from pulmonary embolism. It was further reported that, the filter was expected to be released, but allegedly resistance was felt in the process of release. Furthermore, filter was unable to be detached from sheath and spontaneously centered. Reportedly, the lever was allegedly broken and to process with the procedure filter was stopped in the introducer sheath and introducer sheath was removed. The procedure was completed using another new filter. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali femoral delivery system kit was received for evaluation and one image and four photos were provided for review. Upon visual evaluation, filter was noted to be partially exposed from the storage tube. The pusher wire was noted to be detached. Upon functional testing, the filter was deployed with the mandrel and the filter legs were noted to be crossed. Therefore, the investigation is confirmed for the reported failure to advance and detachment issues. The investigation is inconclusive for the reported difficult to remove issue as the exact circumstances at the time of the reported event was unknown. A definitive root cause for the reported failure to advance, difficult to remove and detachment issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.   H10: b5, d4 (expiration date: 01/2025), g3, h6 (device). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure in right lower extremity, the filter was inserted into sheath and dilator over the guidewire using radiography. The patient was reported to be 70 years old female diagnosed with tumor due to right lower extremity deep venous thrombosis from pulmonary embolism. It was further reported that, the filter was expected to be released, but allegedly resistance was felt in the process of release. Furthermore, filter was unable to be detached from sheath and spontaneously centered. Reportedly, the lever was allegedly broken and to process with the procedure filter was stopped in the introducer sheath and introducer sheath was removed. There was a difficulty in retracting the device through the introducer sheath. The procedure was completed using another new filter. There was no reported patient injury.